Event description:
It is reported that the customer is receiving motor error on the pump. The customer's blood glucose at that time was 146mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error due to a motor encoder signal that was out of phase. The insulin pump had a cracked reservoir tube lip and a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.